Manufacturer narrative:
Return of product has been requested. Reporter returned toothbrush head on 14-aug-2018. Product investigation is in progress.

Event description:
Pinched lip (lip injury). Bottom part of the brush remained in mouth (device breakage). Heads not working with toothbrush (device-device incompatibility). Heads not working with toothbrush, it pinched lip (injury associated with device). Case description: consumer called stating brush heads did not work with toothbrush, and the bottom part of the brush remained in her mouth. No serious injury was reported.

Manufacturer narrative:
24-aug-2018 product investigation results: reporter returned toothbrush head on 14-aug-2018. Product return was received and investigated. Product investigation results showed that the complaint is caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.

Event description:
Pinched lip [lip injury], bottom part of the brush remained in mouth [device breakage], heads not working with toothbrush [device-device incompatibility], heads not working with toothbrush, it pinched lip [injury associated with device]. Case description: consumer called stating brush heads did not work with toothbrush, and the bottom part of the brush remained in her mouth. No serious injury was reported. Follow-up: oral-b toothpaste was used.

Event description:
Pinched lip [lip injury] bottom part of the brush remained in mouth [device breakage] heads not working with toothbrush [device-device incompatibility] heads not working with toothbrush, it pinched lip [injury associated with device] case description: consumer called stating brush heads did not work with toothbrush, and the bottom part of the brush remained in her mouth. No serious injury was reported.

Manufacturer narrative:
24-aug-2018 product investigation results: reporter returned toothbrush head on 14-aug-2018. Product return was received and investigated. Product investigation results showed that the complaint is caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.